Event description:
Reporter alleged customer had several low blood glucose events and emergency medical technicians (emts) had been called once per week. Customer stated being unable to test due to an error message on the meter, type of error unk; however, stated may have been inserting a dosed test strip. Customer indicated emts measured customer's glucose to be 92 mg/dl and he was treated with d-50 whereas afterwards glucose read 121 mg/dl. No other action was taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.